Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn132221 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 15 nov 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the screwdriver was disengaged from the screw head. The barrel disengaged from shaft meaning the screwdriver shaft didn't engage the x25 drive on the screw head. The surgeon had to remove the barrel from the ex tab screw by holding the screw steady with the bone nibbler. Procedure was completed successfully without any surgical delay. This report is for one (1) expedium verse spine system polyaxial driver, shaft. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn132221 was released in a single batch. Batch1: released on (B)(6) 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the verse poly driver, shaft was received at us customer quality (cq) with mating device verse poly driver, handle. Visual inspection of the complaint device showed the device tip was worn out. However, the reported condition for broken could not be confirmed during the investigation. No other issues were observed with complaint device. Dimensional inspection: feature: small shaft od next to the tip measured dimension: conforming document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed since the device tip was worn out which could have caused complaint condition. The reported condition for broken could not be confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.